Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Codes are associated with the lead. Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an infection at the insert point of their skull. The system was removed and not replaced.